Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The rep further reported that the exact impedance measurements were impossible to obtain. The patient did not experience a car accident or another trauma. The patient was okay and therapy was effective.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no significant anomaly. The extension body was cut thru, product segmented.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were low impedance measurements. The extension was removed and replaced. The issue was resolved at the time of this report. The patient was alive with no injury. Additional information was requested for the cause of the low impedances and exact impedance measurements. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.